Event description:
Orthopat reservoir was bubbling, called orthopat technical support. Checked machine and changed out. Still bubbled, thought tubing had leak. Using sterile technique was able to transmit blood from malfunctioning reservoir to new reservoir with minimal blood loss. New set up worked appropriately.